Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that on june 26, 2019, the right ventricular lead was capped and the implantable cardioverter defibrillator was explanted. Both the lead and device were replaced successfully on the same day. The patient condition was stable before, during, and after the procedure.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the right ventricular lead exhibited high impedance and loss of capture at a certain capture threshold. The device was reprogrammed to accommodate for the anomaly. On (B)(6), the patient was brought in to the clinic again and a chest x-ray was performed. The chest x-ray revealed that the implantable cardioverter defibrillator had migrated to a lower position than the previously seen in the chest x-ray from 2016. There were no changes to the impedance and pacing threshold during this follow up. The patient remained in stable condition and was scheduled for a system revision. Related manufacturer reference number: 2017865-2019-08034.